Manufacturer narrative:
Other relevant device(s) are: product ID: e vproplus-29us, serial/lot #: (B)(4), ubd: 29-sep-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too deep. Using 2 snares, it was attempted to move the valve up. The valve dislodged after pulling the valve up too far. The valve was snared above the sinotubular junction. A second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that the initial implant depth was 13-15mm on each side. T. If information is provided in the future, a supplemental report will be issued.